Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide.  Model: ust400. 17845-5a-aw rev b 09/17.  Checking your blood glucose.  Chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient sought medical attention due to experiencing hypoglycemia. After wearing the pod between 4 and 24 hours, patient awoke to a blood glucose level of 30 mg/dl; he immediately called the ambulance and drank soda while awaiting their arrival. As treatment, patient was given liquid glucose (orally) by emergency medical technician (emt); bg level rose from 30 mg/dl to 80 mg/dl to over 190 mg/dl. His bg level was 196 mg/dl about 10 minutes after the ambulance left. Patient then took a shower; his bg levels rose back up to 300 mg/dl and remained high despite bolus attempts. At the time of reporting, patient's bg level was 252 mg/dl; he continued to change pod in attempt to lower the elevated levels.